Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the insulin pump was unresponsive without prior alarm. Customer's blood glucose level was not reported. The device was not returned.

Manufacturer narrative:
The insulin pump received with frozen display on the countdown number two screen, problem isolated to the mother board. Unable to verify keypad button unresponsive due to frozen display. No cosmetic damage noted.